Event description:
It was reported that a patient underwent a gynecological procedure in 2008. During the procedure, the lights on the motor drive unit would flash when the disposable hand piece was used. The performance of the unit was reported to be seventy percent slower than the sales representative's unit. A second motor drive unit was used with the same hand piece to successfully complete the procedure with no adverse patient consequences.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the device manufacturing records was conducted and the device met all finished goods release criteria.